Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the ok and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually and that she noticed it 2 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.